Manufacturer narrative:
Date of initial report : 2017-04-11. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a piece detached from the device when clamping tissue. The piece was removed and another device was used to continue the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One used lf1723 device was received. Investigation found that the device was installed with an extra metal clicker. The extra metal clicker broke and became disengaged from the device. The root cause to this defect is due to miss-assembly. If information is provided in the future, a supplemental report will be issued.